Event description:
It was reported the hose broke off the gatch assembly which would potentially result in fluid leaking.

Manufacturer narrative:
Hose. The user facility ordered a replacement gatch assembly from the MFR. It is unk if the product is available for evaluation. Should the product become available for evaluation, and the evaluation provides additional relevant info, a follow up MDR will be filed.